Event description:
It was reported that a high drain 109 alarm occurred on a homechoice (hc) machine during use. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The registered nurse (rn) stated the patient had a full belly and the hc performed the first fill without performing an initial drain and only showing 13ml drained. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should the device be received or additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).a service history record review was performed and revealed no issues that could have caused or contributed to the reported issue. The device was evaluated and a visual inspection of the device and the simulated therapy did not find any issues related to the reported condition. All product specifications were met. The reported issue was confirmed through the review of the event history logs. The cause was use error, tidal total uf removal set too low. Homechoice apd systems trainer's guide gives instructions on how to set the tidal therapy settings. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.